Event description:
A review of the patient's medical record was performed and noted the following: from (B)(6) 2006 - (B)(6) 2008 the patient experienced discomfort over the ipg site as it protruded over the posterior iliac crest area. The patient stated due to the location the ipg was painful especially when she would lie back on it. The patient's scs system was explanted and replaced on (B)(6) 2008.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.